Manufacturer narrative:
An 8x40mm 80cm powerflex p3 percutaneous transluminal angioplasty (pta) catheter burst while they were inflating it in the patient in the distal arterial astomosis at the maximum inflation pressure. They proceeded to bring the balloon out of the patient but the balloon got stuck and came off the shaft in the patient. The physician snared it out of the patient. The patient is reported to be doing well. An a/v fistula gram procedure performed. There was tight stenosis at the arterial anastomosis. The balloon placed at the arterial anastomosis at a ¿horseshoe angle¿. It was inflated at rated burst pressure and on a calcific lesion. It also burst in a concentric fashion. As the physician tried to remove balloon from the patient, balloon was ¿pulled off¿ of the shaft of the delivery system by the calcific lesion. It had to be retrieved using a goose neck snare through existing access. It was snared successfully and intact. The procedure was aborted at that time with no further intervention performed and there was no harm to the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17648116 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp,¿ ¿pta/ptca system withdrawal difficulty from vessel,¿ and ¿balloon separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failures reported could not be determined. Based on the information available for review, vessel characteristics (tight, calcified lesion in a ¿horseshoe angel¿) and handling factors may have contributed to the burst and the subsequent withdrawal difficulty and separation reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ based on the device history record (DHR) review and the information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An 8x4 80 powerflex p3 percutaneous transluminal angioplasty (pta) catheter burst while they were inflating it in the patient in the distal arterial astomosis at the maximum inflation pressure. They proceeded to bring the balloon out of the patient but the balloon got stuck and came off the shaft in the patient. The physician snared it out of the patient. The patient is reported to be doing well. The device will be returned for analysis. An a/v fistula gram procedure performed. There was tight stenosis at the arterial anastomosis. The balloon placed at the arterial anastomosis at a ¿horseshoe angle¿. It was inflated at rated burst pressure and on a calcific lesion. It also burst in a concentric fashion. As the physician tried to remove balloon from the patient, balloon was ¿pulled off¿ of the shaft of the delivery system by the calcific lesion. It had to be retrieved using a goose neck snare through existing access. It was snared successfully and intact. The procedure was aborted at that time with no further intervention performed and there was no harm to the patient.